Manufacturer narrative:
Batch review performed on 17 apr 2026: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot. 2527345: (B)(4) items manufactured and released on 14-jan-2026. Expiration date: 2030-dec-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0125 humeral reverse hc liner d 42/+0mm (k170452) lot. 2512460: (B)(4) items manufactured and released on 04-jul-2025. Expiration date: 2030-jun-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0209 lat. Glenosphere 42xd 24.5 (k193175) lot. 2512153: (B)(4) items manufactured and released on 29-jul-2025. Expiration date: 2030-jul-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0152 glenoid baseplate - d 24.5x25 (k170452) lot. 2511460: (B)(4) items manufactured and released on 16-sep-2025. Expiration date: 2030-sep-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 1 month from primary. The surgeon performed a washout and revised all modular shoulder implants (metaphysis, glenosphere, and liner) as a single stage procedure. The surgery was completed successfully.